Event description:
It was reported that the balloon of this artificial urinary sphincter (aus) herniated out of space the balloon due to the patients anatomy. The balloon was explanted, the physician created a new space and replaced the balloon. There were no additional patient complications reported.

Manufacturer narrative:
D4 unique identifier (UDI) for cuff: (B)(4).